Manufacturer narrative:
Exemption number: e2015015. In telephone contact, the dentist informed that he did not have information about lot number of the product.

Event description:
(B)(4). The dentist reported that 7 years and 3 months after dental implant was installed in intraoral region 26#, its loss of osseointegration was observed. In addition, immediate load was performed and the patient presented bone type ii and peri-implantitis.